Event description:
It was reported that the patient presented for remote follow up via merlin.net with an implantable cardioverter defibrillator that exhibited failure to charge due to charge time out and several inappropriate shock. The device was explanted and replaced. The patient was in stable condition during and after the procedure.

Manufacturer narrative:
The reported event of charge timeout was confirmed. Analysis of the device image found excessive charging to be the cause of the event. Telemetry, impedance, sensing, pacing, and high voltage output functions were tested and found to be normal. The device delivered therapy appropriately and behaved as programmed.